Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Damages found during device investigation are most likely related to the explantation surgery. This finding was expected, because according to the patient report the active electrode array was found outside of the cochlea most likely due to observed unrelated medical reasons, i.e. Cholesteatoma. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The device was received at worldwide headquarters. The patient was not re-implanted. Additional information has been requested from the field. From the device explantation report form we know that a cholesteatoma of the mastoid cavity canal wall is present. Additional information received: the reasons for explantation were migration of the electrode and cholesteatoma "starting from the electrode." In situ measurements are within normal range.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The device was received at worldwide headquarters. The patient was not re-implanted. Additional information has been requested from the field. From the device explantation report form we know that a cholesteatoma of the mastoid cavity canal wall is present. Additional information received: the reasons for explantation were migration of the electrode and cholesteatoma "starting from the electrode".